Event description:
New information received notes that programming changes were made. Patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented via merlin at home transmissions. The implantable cardioverter-defibrillator exhibited non sustained right ventricular oversensing , which was caused by post paced t wave oversensing. Programming changes were discussed. Patient was stable.